Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 50 mg/dl. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer had been recovering from bypass surgery. Customer stated that insulin pump successfully completed steps in displacement verification tab. Customer was assisted with troubleshooting for low blood glucose. The device will be returned for analysis.